Manufacturer narrative:
The thermogard ivtm system (s/n: (B)(4)) was evaluated at the customer's site by zoll's service technician. No irregularities were found during the review of the archive data. Visual investigation found no leaks inside the device. Further investigation found that the system's coolant drain coupler was not placed in a full lock position as it should be, as a result, it caused the glycol coolant to leak out. After the coupler was replaced, no leaks were observed. In summary, the primary complaint was confirmed during visual inspection. The loose coolant drain coupler was previously not in a fully locked position. Additional service was completed unrelated to the reported complaint to ensure that the thermogard ivtm system is functional without issues. The display head and internal fan were checked and cleaned. The system passed all final testing criteria.

Event description:
It was reported that a zoll sales representative observed the coldwell in the thermogard ivtm console (serial number: (B)(4)) was half empty and the gylcol coolant had dripped on to the drip pan. After the coldwell was filled again with glycol coolant and functionally checked, the coldwell was again found to be half empty. There was no patient involvement at the time of the event.